Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and product return status. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead was an attempted implant due to an unspecified product performance issue. This rv lead was not implanted and another lead of the same model number was implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead was an attempted implant due to an unspecified product performance issue. This rv lead was not implanted and another lead of the same model number was implanted successfully. No adverse patient effects were reported. Additional information received reported that the attempted right ventricular (rv) defibrillation lead implant was due to placement difficulty related to patient condition. The patient had significant apical/septal damage from a prior myocardial infarction and dialated cardiomyopathy, which was not device related. The lead was placed in multiple positions looking for viable myocardium. After multiple extensions and retractions, there was tissue in the lead tip. Subsequently, a new lead was requested and implanted successfully. No additional adverse patient effects were reported. Product return was requested.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was extended and dried blood/tissue was noted in the helix housing. Based upon the clinical observations and the laboratory findings, we believe that body fluid and/or tissue inside the helix housing may have contributed to the irregularity in helix function.

Event description:
It was reported that this right ventricular (rv) defibrillation lead was an attempted implant due to an unspecified product performance issue. This rv lead was not implanted and another lead of the same model number was implanted successfully. No adverse patient effects were reported. Additional information received reported that the attempted right ventricular (rv) defibrillation lead implant was due to placement difficulty related to patient condition. The patient had significant apical/septal damage from a prior myocardial infarction and dilated cardiomyopathy, which was not device related. The lead was placed in multiple positions looking for viable myocardium. After multiple extensions and retractions, there was tissue in the lead tip. Subsequently, a new lead was requested and implanted successfully. No additional adverse patient effects were reported. Product return was requested.